Manufacturer narrative:
Evaluation: the pump was serviced by arrow field service and was found to be within specification. The field service tech. Tested the pump at 30 cc, 40 cc and 50 cc, and all the functions and signals on the unit were "fine." The unit was returned to service. A DHR review revealed that affected pump met all specifications & passed all in-process tests. A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the md inserted a sheath and then the iab via the femoral artery while in the cath lab. The iab was connected to the involved pump, though the iab did not inflate. As a result, the md asked for another pump. While waiting for the pump "they tried to hand inflate the iab, but was not sure if they then connected it to the original pump, or hand inflated while waiting for the second pump." After connecting the second pump, the iab inflated properly. In 2007, the patient was weaned and the iab was removed.